Event description:
It was reported that, on an unknown date, the helical blade inserter alignment indicator slides off during removal of the inserter. It was reported that event occurred during final stages of surgery. It was reported that event did not contribute to death or serious injury. It was also reported that subject device did malfunction during surgery while being used on patient. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on-going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted additional evaluation states that subject device was received with the alignment indicator binding and burred. The repair technician reported damaged component as the reason for repair. The cause of the issue is unknown. The alignment indicator was replaced. This item was repaired, and returned to the customer. No service history review can be performed as this is a lot controlled item.